Event description:
A healthcare provider reported the patient had a systemic infection and they were weaning them down to explant the pump. The medication used within the system was baclofen. A healthcare provider later reported the onset of the infection was (B)(6) 2013. Perioperative antibiotics were administered. They reported the patient had meningitis. The patient¿s last refill was on (B)(6) 2013 at the time of implantation. Signs and symptoms included redness and swelling. The location of the infection was at the device pocket and ¿unknown.¿ a culture was obtained from the device pocket and cerebrospinal fluid and revealed (B)(6). Intravenous antibiotics were administered. The patient¿s outcome was noted to be ongoing, and they were currently on intravenous antibiotics. They were planning on ongoing suppression of infection as the patient did not the drug wean. The hcp noted the patient¿s risk before device implantation was malnutrition/extremely thin. They also noted anoxic brain injury with significant dysautonomia, which was taken to denote the patient¿s preexisting condition. The medication used within the system was gablofen.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump (s/n: (B)(4)) found no anomaly. Analysis of the catheter (s/n: (B)(4)) found no anomaly.

Event description:
It was further reported that the pump was explanted due to a previously reported infection. The patient status after the device was removed was noted as recovered without sequela.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8709, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.